Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4) per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest the guidewire caused the perforation, but the timing of the injury is unknown. However, it could be related to the mechanism above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), prior to the placement of the 29mm sapien 3 valve by transfemoral approach in aortic position, balloon aortic valvuloplasty (bav) was done with the 20mm edwards balloon. The valve was successfully implanted with good results, however, five minutes later the patient¿s pressure suddenly decreased and a pericardial tamponade was detected. Draining the tamponade was not successful and therefore the patient¿s chest was opened to check for the bleeding. During surgery it was seen that there was a left ventricle puncture probably due to the guidewire. The left ventricular puncture was surgically repaired and the patient was doing well post procedure.